Event description:
It was reported that the patient experienced an infection, and a pump explant was being planned. The pump dose was being weaned down, in order for the pump to be explanted. An error message was received when interrogating the pump. Pump was put in simple continuous mode and successfully interrogated and updated. It was determined the issue was due to interrupted telemetry. It is unclear if the pump contained gablofen. Patient was "doing fine" with the medication wean down process. Specific infection information, nor was the explant date was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer who reported that patient's pump was removed in (B)(6) 2012 because her body rejected it. Per the reporter, it was a complete removal (both pump and catheters were removed) with the exception of a "small shunt that was left in her back."

Manufacturer narrative:
Product ID (B)(4), lot#/serial# unknown, product type programmer, physician. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).